Manufacturer narrative:
Pump received with flashing white display. Unable to download history files and traces using thump software due to flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and keypad flex connector causing electrical short. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (faded). In conclusion, flashing white display was confirmed during analysis due to moisture damage on electronic assemblies. Pump failed to download history files and traces due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the event. No harm requiring medical intervention was reported. The customer will continue to use the device. Mmt-1880 was requested and the device was returned.